Manufacturer narrative:
The device was not received for investigation. No log files were received for analysis. The user guide provides specific instructions to the user to clamp and disconnect the arterial patient line (the red clamp) and reconnect to the priming spike (a red clamp) during rinse back. Though requested, no additional information was available. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2016 of a (B)(6) year-old female who expired while ending treatment at home on (B)(6) 2016. It was reported that the patient had inadvertently reversed the blood lines during rinse back. Though requested, a cause of death was not provided.